Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation. Correction to h6 (component code) of the initial report. " 772 ¿ cover is being corrected to " 3123 - tip". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it is likely that the high energy endo therapy accessory had been used without securing enough distance from the endoscope, leading to the cover on the distal end section burnt. However, a definitive root cause could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): instructions for gif-2tq260m operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ ¿¦inspection of the endoscope¿ instructions for gif-2tq260m operation manual chapter 4, ¿operation¿ section 4.2, ¿using endo therapy accessories¿. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the distal end cover of the gastrointestinal videoscope was burnt. There were no reports of patient involvement.